Event description:
It was reported that the ilet user experienced blood glucose fluctuations with highs around 300 mg/dl and lows around 40 mg/dl. The user reported making multiple meal announcements to accelerate correction, which constituted an improper method. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included minor injury of hypoglycemia that was resolved with oral glucose. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; a usage problem was identified related to improper or incorrect procedure, specifically repeated meal announcements to correct elevated blood glucose which conflicted with the intended user interface workflow. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.